Event description:
A 6.5 french es silverhawk atherectomy device had a retained "mandrel" -used during the mfg of the wire housing of the device- disrupted the housing when it was inserted and delivered to the anterior tibial artery during a revascularization becoming embolized and wedged in the popliteal artery and through to the popliteal vein requiring surgical removal. There were no sequelae to the device malfunction apart from the surgical removal.